Event description:
Med surg tech was discontinuing intravenous access reseal from patients right arm, it was noted that the hub was lying on top of the skin and was not connected to the clear catheter piece normally inserted into the vein. Tech immediately notified primary rn who assessed the patient, and searched the dressing, bed linens and entire patient room for missing catheter. Diligent efforts to find catheter piece by nurse were unsuccessful. Primary physician was notified and soft tissue x ray ordered.